Event description:
A report was received that the patient's ipg was not holding a charge. The physician wil perform a revision.

Event description:
A report was received that the patient's ipg was not holding a charge. The physician wil perform a revision.

Manufacturer narrative:
Additional information was received that the ipg was not holding its charge due to inadequate charging times. Due to high settings, it was necessary for the patient to charge more often. The patient's settings were reprogrammed. No further action will be taken.